Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing a piece of shell (25-50%), and red particles on gel. A microscopic analysis was performed which identified: sharp broken on radius and non-penetrating nick striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on radius assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Health care professional reported left side rupture. The device has been explanted and replaced.